Event description:
The article, "prognostic impact of main pulmonary artery to ascending aorta diameter ratio in patients with severe aortic stenosis underwent transcatheter aortic valve implantation", was reviewed. The article presented a retrospective, single center study to investigate the prognostic impact of the main pulmonary artery/ascending aorta diameter ratio (mpa/aor) measured simply by computed-tomographic angiography (cta). Devices included in this study were edwards sapien s3/xt, meril myval, medtronic corevalve evolut r, and abbott/sjm portico. The article concluded that mpa/aor, which can be measured simply by cta, may be useful as an indicator of the presence of pulmonary hypertension (ph) and poor prognosis in patients planned for transcatheter aortic valve implantation (tavi) for severe aortic stenosis (as). [The primary and corresponding author was aykun hakgor, md, department of cardiology, medipol mega university hospital, tem avrupa otoyolu göztepe çikisi no:1, 34214 bagcilar, istanbul, turkey, with corresponding email: aykunhakgor@gmail.com]. The time frame of the study was from 2015 to 2021. A total of 374 patients were included in this study, of which 23 (6.1%) received an abbott device. The average age was 78.1 years and the gender majority was female. Comorbidities included hypertension, diabetes, atrial fibrillation, chronic pulmonary obstructive disease, prior cerebrovascular accident, coronary artery disease, prior cardiac surgery, aortic/mitral/tricuspid regurgitation.

Manufacturer narrative:
Literature article: "prognostic impact of main pulmonary artery to ascending aorta diameter ratio in patients with severe aortic stenosis underwent transcatheter aortic valve implantation." Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, chronic pulmonary obstructive disease, prior cerebrovascular accident, coronary artery disease, prior cardiac surgery, and aortic/mitral/tricuspid regurgitation. Some of the complications reported were surgical intervention (valve-in-valve, permanent pacemaker), unexpected medical intervention (post-implant balloon valvuloplasty, need for intra-aortic balloon pump/extracorporeal membrane oxygenation), bleeding, myocardial infarction, stroke, left ventricle rupture (perforation), pericardial tamponade, acute kidney injury, coronary obstruction, and migration (pop-out of valve). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.